Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for tip detachment during use include, but are not limited to, manufacturing, tip becoming entrapped within the lesion, mishandling during loading onto a guide wire, interaction with the stent struts post deployment or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, 100% of the tips are inspected during loading of the mandrel on the manufacturing line. Additionally a tip pull test is performed during reliability testing on-line. In this case, it may be possible that the tip caught on the stent struts post-deployment and during removal, the tip separated. However, this could not be confirmed. A conclusive cause for the reported tip detachment could not be determined. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any significant findings relevant to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a trial that during a left internal carotid artery stenting procedure with a rx acculink, the tip of the stent delivery system (sds) broke off. The sds tip was retrieved by introducing a stiff wire, bringing the sheath into the stent and capturing the tip in the embolic protection device, pulling the tip out of the anatomy. There was no adverse pateint sequela reported. Although requested, there was no additional information provided.